Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that during a therapeutic laparoscopic surgical procedure, the high flow insufflation unit displayed an increased amount of co2 gas consumption from the gas cylinder, indicating a possible leak. The intended procedure was completed successfully with the same device. There was no report of patient harm associated with this event.